Manufacturer narrative:
The device was returned as part of the asset return process and the device evaluation found the following: due to damage on the charged coupled device unit the image disappeared during angulation in the right/left directions, the bending section cover rubber had a scratch, the adhesive on bending section cover rubber had a chip, due to damage on the lock engagement lever the bending section could not be fixed firmly, the protector of the universal cord on the scope connector side had a scratch, and the label on the light guide connector was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The endoeye flex deflectable videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the image disappeared during angulation but returned. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.